Event description:
A customer contacted physio-control to report that the device would not power on when the lid is opened. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. A physio-control product analysis center (pac) technician evaluated the customer's device and observed that the device intermittently doesn't respond to the lid opening or closing. The device was still able to be powered on and off by pressing the on/off button. The likely cause of the reported issue was determined to be due to the lid switch.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device would not power on when the lid is opened. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.